Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a screen failure. A field service engineer found that the station displayed a black screen, and the auxiliary full-height drawer 5 caused the issue. The fse replaced the pyxis module controller board, the half-height drawer control printed circuit board assembly, and the retractor band. The drawer position was reassigned. The hardware testing application was run and passed successfully, and the customer tested the system with no problems. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary medication tab was greyed out and the screen turned black. The customer confirmed that, upon checking in rss, the station had been offline for approximately one hour. The customer rebooted the station; however, the issue persisted and the reboot was unsuccessful. The customer stated that this malfunction occurred while dispensing the medication and the user was unable to pull out medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.